Event description:
I received the essure device implants back in (B)(6) 2010. Since that time, my health has been an issue. I started to have severe headaches and migraines, extremely heavy periods, nausea, and abdominal pain. My weight has fluctuated, and I began having pain in my legs. I am easily tired and exhausted for no reason sometimes. I have had numerous tests and x-rays done to try to determine the cause. No one suspected the essure device had anything to do with my problems. My gynecologist even advised that the device should not have any bearing on what was happening to me. The week of (B)(6) 2016, I started feeling sick. Originally thinking I had the stomach virus, I starting taking over the counter medicines. After a week, I was concerned that this was more than a virus, so I went to the ER. I found out that I was pregnant, about 3 weeks.